Event description:
Candela corporation was notified through a legal complaint that it is a party in a patient injury case. It is claimed that the patient sustained injuries of both a permanent and temporary nature, specifically scarring of the anteromedial aspect of the right thigh, 2 cm in length, 1 cm in width and depressed 2mm.

Manufacturer narrative:
Further details including the specific product involved in the case are not available.